Event description:
Patient had a laparoscopic ventral hernia repair. According to the physician, postoperatively the patient progressed as expected without complication. However, four days later the patient's condition worsened and the patient had to undergo open surgery where two perforations were noted in the small bowel.